Event description:
It was reported that the caller was inquiring if the patient's hearing aid with necklace transmitter could have been the cause of noise on the electrocardiogram and the polarity switch on the atrial lead. The atrial lead remains in use. No patient complications have been reported as a result of this event.